Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a parameter error message. No patient symptoms or intervention was reported. No additional information was available at this time.